Event description:
Follow-up with the physician reveals that the vns has not actually migrated and was in fact placed where it currently is at the primary surgery. The reported neoplasm was actually an arteriovenous malformation (avm), per physician, not a neoplasm.

Event description:
It was reported via clinic notes that the patient's vns stimulator has migrated to the breast tissue of the left breast. Both the patient and her husband point out that the vns has migrated significantly into the breast tissue. It appears to be at least 15 cm inferior to the original insertion site. The notes also state that the patient has multiple lesions; and neoplasm. Attempts for further information have been unsuccessful to date.